Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the display was blank, but audible tones are apparent. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Suspect medical device: the initial report was inadvertently submitted with the incorrect pump ¿brand name¿. The suspect medical device ¿brand name¿ has been updated to animas vibe. The investigation previously reported was for the correct pump.animas vibe

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/13/2013 with the following findings:a review of the pump history showed no malfunctions related to the complaint. The complaint of the blank display was not able to be duplicated. During testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This supplemental is to correct the model number for the product.